Manufacturer narrative:
As reported, the indicator window of a 6f exoseal vascular closure device (vcd) did not turn black. Hemostasis was achieved by manual compression, and the procedure used a retrograde approach. There was no reported patient injury. There were no visible signs of device or package damage prior to use. The femoral artery was verified suitable on angiography with appropriate insertion angle, the vessel diameter was at least 5mm, and no calcium, plaque, stent, or stenosis greater than 50% was present at or near the puncture site. The target site had not been previously closed within 30 days, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. There was no difficulty connecting the non-cordis vascular sheath introducer with the exoseal vascular closure device. The indicator wire cowling locked with an audible click, pulsatile flow was observed from the bleed-back indicator, and the exoseal device and sheath were retracted together until bleed back slowed or stopped. The physician did not keep a thumb on the plug deployment button during retraction, and no red color was observed in the indicator window. When removed from the patient, the indicator wire loop was deployed with no noted anomalies. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18446473 presented no issues during the manufacturing process that can be related to the reported event. The reported event of "indicator window no change to indicator" could not be observed as the device was not returned for evaluation. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿during retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device.¿ neither the product history review, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.

Manufacturer narrative:
The device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 6f exoseal vascular closure device (vcd) did not turn black. Hemostasis was achieved by manual compression, and the procedure used a retrograde approach. There was no reported patient injury. There were no visible signs of device or package damage prior to use. The femoral artery was verified suitable on angiography with appropriate insertion angle, the vessel diameter was at least 5mm, and no calcium, plaque, stent, or stenosis greater than 50% was present at or near the puncture site. The target site had not been previously closed within 30 days, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. There was no difficulty connecting the non-cordis vascular sheath introducer with the exoseal vascular closure device. The indicator wire cowling locked with an audible click, pulsatile flow was observed from the bleed-back indicator, and the exoseal device and sheath were retracted together until bleed back slowed or stopped. The physician did not keep a thumb on the plug deployment button during retraction, and no red color was observed in the indicator window. When removed from the patient, the indicator wire loop was deployed with no noted anomalies. The device is expected to be returned for evaluation.